Event description:
It was reported that the ultrasound bronchofibervideoscope that on the distal end there is a little bobble that has come away but is still slightly attached. The issue was found during preparation for use and before the patient was in the room. There were no reports of patients¿ harm

Manufacturer narrative:
The device was returned to olympus for inspection. The device was evaluated and found that due to damage on the distal end, the balloon cannot be attached correctly. Based on the results of the investigation, the most probable cause of the reported complaint is traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.